Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error in which the patient did not securely tighten the connection to the transfer set. A loose connection between the patient line and transfer set is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was connected at the time of the alarm. The patient stated that the patient line was connected to the transfer set but did not have a tight connection, and they believed that they did not tighten the transfer set connection completely. The technical service representative advised the patient to use continuous ambulatory peritoneal dialysis supplies or start over with all new supplies, and reviewed proper procedures with them. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.